Event description:
Information was received from a patient via their husband reporting that their implantable neurostimulator recharger (insr) showed a reposition antenna screen and their patient programmer showed a poor communication screen. The patient was not able to communicate with the patient programmer and turned the stim off. Since implant, the patient has had trouble sitting with their back up to something or rolling side to their side (if she lays on her back on her side, it gets really sore.) The patient's health care provider (hcp) initially told her to get use to it and it would take a year but it has been a year. It is noted that the patient cant see their hcp because she owes them money. The patient also reports that they were recently real sick and was hospitalized for chest pain and had a CT and xrays performed. The patient states that the stim bothers her when sick, they have pain at the ins site and have a possible overdischarge. It was confirmed that the CT and xrays were not related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.